Event description:
It was reported that the left ventricular (lv) lead had high/unstable thresholds and was causing phrenic nerve/diaphragmatic stimulation. It was noted that patient had a history of a left anterior infarct and ischemic cardiomyopathy and there was a large scar in the left ventricle that provided only one area of marginal electrical activity. The lead was explanted and replaced. It was further reported that when the new lv lead was connected to the device, the set screw would not engage. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. Concomitant: product ID 4298-78 lead, implanted: 2014-(B)(6). (B)(4).